Event description:
It was reported that before a case the bone pin appeared to be bent and dull. Device was discarded.

Manufacturer narrative:
H10; h3, h6: the reported device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. We were not able to confirm there was a relationship established between the reported event and the device and the root cause could not be determined. Factors that could have contributed to a bent pin include the user allowing the weight of the drill to fall as it is attached to the pin, if the bone pin is held rigidly in place during removal, or if the patient's bone is harder than normal. A factor that can contribute to a dull pin is regular use and wear over time.